Event description:
Per the customer, it was reported that during a surgery the user could not remove the backboard from the CT scan and wasn't able to visualize the anatomical points for registration. Surface matching was inaccurate by "~2cm ." The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device log files were not available for evaluation. Correction: follow-up report submitted to document the device code has been updated. H3 other text : log files not submitted by customer for evaluation.

Event description:
Per the customer, it was reported that during a surgery the user could not remove the backboard from the CT scan and wasn't able to visualize the anatomical points for registration. Surface matching was inaccurate by "~2cm ." The procedure was completed successfully without a clinically significant surgical delay; no medical intervention or adverse consequences were reported.